Manufacturer narrative:
N/a

Event description:
A patient in the (B)(6) was undergoing crrt on a prismaflex machine. The patient was reportedly restless and disoriented. According to the information received, the venous return line of the filter set became disconnected from the femoral catheter resulting in an estimated blood loss between 1000 -1500 ml. The patient required immediate medical intervention which included a saline bolus, ringers lactate bolus, noradrenalin and 3 units of blood. There was no alarm generated by the machine as the alarm criteria were not met. Treatment continued with the same prismaflex machine and the same catheter.